Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes the patient is having headaches and the legs are swelling. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 08, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the soundabatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes the patient is having headaches and the legs are swelling. Additional information was received about the alleged asthma (new or worsening) unspecified kidney disease. The sections b1, b2, h1, and h6 have been updated or corrected in this report as follows: section b1 was corrected for adverse events and product problem (only the product problem was checked in the previous MDR.)  Section b2 was corrected to other serious or important medical events. (Previously, it was blank.)  Section h1 was changed from malfunction to serious injury.  Section h6 health effects: clinical codes and health effects - impact code was updated.